Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 6mm medium-large clip applier instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument grip was inspected, and no damage or misalignment was found. The instrument was placed on the in-house system instrument was tested for clip application and passed. The jaws open 100% while in the system, and no issues were observed when opening and closing the grip. The instrument moved intuitively with a full range of motion in all directions. The housing was removed and found to be undamaged. The inputs were manually articulated and passed. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 6mm medium-large clip applier instrument jaws would not open all the way while in use. The instrument is able to open completely when tested using the lever. The user completed the procedure with no further issue reported. No fragment fell inside the patient.